Manufacturer narrative:
Updated fields: b4,d9,g3,g6,g1,h2,h6 (type of investigation, investigation findings, component code,investigation conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the temperature sensor (0206-00-0734) was faulty and replaced it. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a prompt over temperature error. There was no patient involvement reported.